Manufacturer narrative:
Our product evaluation laboratory received one model 746f8 swan-ganz catheter with monoject limited volume syringe. The catheter was submerged in a 36.9°c water bath and read 37.0°c on a vigilance ii monitor. The thermistor temperature reading was within accuracy, per the vigilance manual. The catheter ran cco in 36.9°c a static water bath for 5 timed minutes without an error message. The thermistor and thermal filament circuit were continuous with no open or intermittent conditions. The eeprom data was found to be normal, and both the stored data and the computed data matched. The resistance value of the thermal filament circuit was measured at 37.07ohms, which was within specification. The balloon inflated clear and concentric and remained inflated for 5 timed minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of a thermistor issue was not confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. An unexplained elevated blood temperature can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported by the ew field clinical specialist that during use in a heart case, the swan-ganz catheter was noted to be functioning without issue in the or. Approximately one hour after transferring to the ICU, the temperature reading was noted to be too high compared to the patient's clinical presentation. The patient was not treated on the value, as the staff didn't feel the cardiac output (co) values could be trusted based on the temperature values. Since the patient was stable, it was decided to pull the catheter. There were no error messages noted and the suspect temperature values were not provided. There was no patient injury. Patient demographics were not provided.